Event description:
It was reported that following a flow coupler implant on (B)(6) 2012, the wire kinked the vessel. The pt was taken back to surgery because the vein had clotted. The surgeon was a new user of the flow coupler device.

Manufacturer narrative:
The flow coupler device involved in the incident was not returned for evaluation, and therefore functional testing could not be performed. A review of the device history record was not possible since the lot number was unavailable.